Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fastener device deployed broken fasteners. There was no reported patient injury. The subject device was discarded by the user facility and not available for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in february, 2021. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "avoid excessive trigger force as this may damage the device.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device.¿ should additional information be provided a supplemental MDR will be submitted. Not returned - sample discarded.

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, when the surgeon tried to fixate a bard/davol 3dmax mesh using a bard/davol sorbafix enhanced fixation device, the first fastener successfully fixated the mesh but all additional fasteners broke in pieces when fired. It was also reported that all of the broken fasteners were removed from the patient body. There was no reported patient injury.